Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad and display issue. Reportedly, the keypad buttons are slow to respond while the screen is difficult to read. Animas made 3 attempts to contact the patient for more information but was not successful. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issues remained unresolved at the time of troubleshooting.